Event description:
It was reported that non sustained right ventricular oversensing with noise was observed on the right atrial (ra) lead. Isometric testing was recommended to determine if the noise was reproducible. There were no reported patient consequences.